Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via a 7F sheath hole prior to an interventional transcatheter aortic valve replacement (TAVR) procedure. Reportedly, the footplate of a ProStyle device was able to be closed; however, the device became stuck and was unable to be removed. A cut-down was performed to remove the device. The sheath was upsized to a 14F sheath, and the interventional procedure was completed. Hemostasis was achieved with a cut-down. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to device entrapment include but are not limited to; tissue or suture caught in the foot, or foot not fully parked. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.